Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2005 - it was reported that the patient presented with a pre-operative diagnosis of a degenerated disk at l5-l6, bilateral recess and foraminal stenosis with facet degeneration producing nerve root compression and chronic low back pain. The following procedures were performed- bilateral posterolateral fusion l5-l6 using pedicle screw instrumentation l5-l6 bilaterally, placement of cages bilaterally at l5-l6 using bmp and local bone graft, mirco lumbar laminotomy l5-s1, and extension of micro lumbar laminotomy at l5-s1 inferiorly with removal of the interlaminal ligament. The bmp sponges were placed inside the cages and the cages were placed inside the interspace. The bmp sponges were placed in the posterolateral gutters. On (B)(6) 2006 - it was reported that the patient presented with a pre-operative diagnosis of a degenerated disk at l5-l6. The following procedures were performed- bilateral posterolateral fusion l5-l6 using pedicle screw instrumentation l5-l6 bilaterally and placement of cages bilaterally at l5-l6 using bmp and local graft. Bmp sponges were placed inside the cages and then the cages were placed inside the interspace. Bmp and local bone were then used and placed in the posterolateral gutters. It was reported that the patient's post-op period was marked by- the need for additional surgery, painful medical treatment, pain, nerve damage, and severe exuberant ectopic bone formation.

Event description:
It was reported that on (B)(6) 2005 patient underwent bilateral posterolateral fusion l5-l6 using pedicle screw instrumentation l5-l6 bilaterally and placement of cages bilaterally at l5-l6 using rhbmp-2 bone morphogenic protein and local bone graft. Pre-operative/ post-operative diagnoses: degenerated disk l5-l6. As per op-notes: "while holding the spaces open, we curettage out the endplates very carefully and then selected cages. They were 9x11 by 9x21. We placed infused bone morphogenic protein sponges inside the cages and placed the cages inside the interspace we then proceeded using infused bone morphogenic protein sponges and local bone out into the posterolateral gutters. We created compression across the spaces with the appropriate compression device and then tightened the inner screws on the po1yaxia1 heads to 80 inches pounds of torque." No complications were reported. On (B)(6) 2006 patient underwent bilateral posterolateral fusion l5-l6 using pedicle screw instrumentation l5-l6 bilaterally and placement of cages bilaterally at l5-l6 using rhbmp-2 bone morphogenic protein and local bone graft. Pre-operative/ post-operative diagnoses: degenerated disk l5-l6. As per op-notes: "we placed infused bone morphogenic protein sponges inside the cages and placed the cages inside the interspace. We then proceeded using infused bone morphogenic protein sponges and local bone out into the posterolateral gutters." No complications were reported.